Event description:
It was reported that pump experienced malfunction during load process, and caller believed cartridge might have been removed and inserted out of correct sequence. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset pump, assisted caller with reset, confirmed malfunction did not recur, advised caller to continue using pump, and instructed caller to contact support again if malfunction returned, which caller understood.